Manufacturer narrative:
The device has not been returned. However, the non-visual device investigation has been completed and the results are as follows: DHR results: no DHR was available for review since the device was fabricated per physician's prescription only. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the customer stated the device was returned but has not been received to date. However, the non-visual device investigation has been completed. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 012579 rev 1.0 (clearsplint instruction for use) states "brush and floss before using clearsplint. After use, rinse the bite splint with water and store dry. Clean bite splint with soap and warm water only." IFU 012579 provides warning "do not clean or soak in mouthwash; do not use denture cleanser; do not place do not place the clearsplint in hot or boiling water or expose to excessive heat (such as direct sunlight). This may distort the appliance; do not use alcohol or hydrogen peroxide." Per the reported information, the patient cleaned the device using a toothbrush and toothpaste. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. Per rpt 012574 rev. 1.0 (clearsplint biocompatibility report), the device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
Suspect medical device information is not applicable with the exception of serial number as the device is manufactured by prescription. Sections implant date-explant date is not applicable as the device is manufactured by prescription and not implantable.

Event description:
After wearing the device a few days, it was reported that the patient had a reaction to the astron clear splint. The patient experienced red & irritated tongue, cheeks and lips. With the symptoms the resolving soon after the discontinuation of the device. The patient has a history of an allergy to silicon and has mast cell activation syndrome.